Event description:
It was reported that the patient was experiencing inadequate pain relief due to right lead had high impedances. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted device will not be returned.